Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead had dislodged. It was determined the patient had twiddler¿s syndrome. Lead trends showed atrial and rv capture threshold rises along with p-wave and r-wave amplitude decreases. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.